Event description:
Device malfunction: premature deployment. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during preparation, before the device was flushed, it was noticed that the absolute stent was prematurely, partially deployed by a few struts. The device was not used and there was no pt involvement. The procedure was completed, using another unspecified stent. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.